Manufacturer narrative:
B3 - date of event: was updated from 1feb2026 to 5feb2026 as the customer provided an event date. B5 - describe event or problem: was updated to include additional details. B6 - relevant test/laboratory data: was updated to include additional details. B7 - other relevant history: was updated to include relevant patient history d2a - common device name: was updated from blank to "visual, pregnancy hcg, prescription use." D4 - primary UDI number: was updated from blank for."(B)(4). H6 and h11 were updated to include investigation findings. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive issues were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - this test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving two false positive hcg results while using surestep¿ hcg one step pregnancy test devices on a patient. Although requested, no additional information was provided. No adverse health outcomes were reported. New information received 18mar2026 clarified the previously reported information. The customer reported receiving two faint false positive hcg results while using surestep¿ hcg one step pregnancy test devices on a patient. The patient presented for testing prior to undergoing an unspecified non-emergent gynecological surgery. A freshly voided urine specimen was collected on (B)(6) 2026 and a negative hcg result was obtained. A second test (from the same lot) was performed the following day using a second freshly voided urine sample and a faint positive hcg result was obtained. As a result of the positive result, a third test was performed using the same sample and an additional faint positive hcg result was obtained. Confirmatory serum testing was performed approximately 20 minutes later which yielded a negative hcg result. The following morning ((B)(6) 2026), an additional hcg test was performed using another fresh urine sample and a device from lot 01132806 and a negative hcg result was observed. The customer reported the event possibly led to a delay in the patient going to the procedure. No adverse health outcomes were reported.

Manufacturer narrative:
B3 - date of event: was not provided, therefore 1feb2026 was selected. Results pending completion of the investigation.

Event description:
The customer reported receiving two false positive hcg results while using surestep¿ hcg one step pregnancy test devices on a patient. Although requested, no additional information was provided. No adverse health outcomes were reported.